Manufacturer narrative:
A supplemental MDR is being submitted for updated serial number, manufacture date, expiration date and unique identifier (UDI) number. This is a correction.

Manufacturer narrative:
A supplemental MDR is being submitted for updated serial number, manufacture date, expiration date and unique identifier (UDI) number.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes ,type of investigation, investigation findings and investigation conclusions. The device was returned for evaluation. A product returned engineering evaluation was performed and a review of complaint activities/attachments revealed that no abnormalities were noted with the esheath during prep (kinks, scratches, etc.), the loader was able to be fully inserted into the sheath/sheath housing, the sheath was not inserted at a steep angle, the delivery system was inserted into the sheath in the partially expandable portion- likely the beginning of it as it still seemed we were around the femoral head when we looked under fluoro. The delivery system was prepped the way the IFU indicates, the vessel was pre-dilated with a 14f dilator only. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes ,type of investigation, investigation findings and investigation conclusions. The device was returned for evaluation. A product returned engineering evaluation was performed and a review of complaint activities/attachments revealed that no abnormalities were noted with the esheath during prep (kinks, scratches, etc.), the loader was able to be fully inserted into the sheath/sheath housing, the sheath was not inserted at a steep angle, the delivery system was inserted into the sheath in the partially expandable portion- likely the beginning of it as it still seemed we were around the femoral head when we looked under fluoro. The delivery system was prepped the way the IFU indicates, the vessel was pre-dilated with a 14f dilator only. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed that there has been no other complaint associated with each serial number. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units. Per procedure the valve frames are dimensionally inspected and visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The returned device was visually inspected for any abnormalities and the following was observed; two struts puncture through sheath liner, two struts bent outwardly at the inflow side, post expanded, two struts remained bent outward at the inflow side near c2, frame slightly distorted, all struts exposed through skirt, normal after crimping and use and leaflets dehydrated due to storage condition (prolong crimping) during the return handling process. Due to the frame being distorted no functional testing or dimensional inspection was able to be performed due to device return condition. Imaging evaluation was provided from the site and revealed that the patient's access vessel had presence of calcification and tortuosity. The following instructions were reviewed for the labeling/IFU/training adequacy review: IFU commander delivery system with s3/s3u thv, us, device preparation manual, us and procedural training manual, us and no IFU/training deficiencies were identified. Although the complaint for 'frame damage' was confirmed, a complaint history review is not required. The issue has been previously identified in a root cause analysis for the issue. All inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A risk management document review was performed on the reported event and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The risk of difficult or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty or unable to navigate catheter through anatomy. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with 'frame damage'. To address the issue a CAPA was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action and the occurrence rate did not exceed the june 2021 control limit for trend category 'valve damaged' for sapien 3 ultra valve (s3u). The risks outlined in the pra remain the same; the pra documents the potential for percutaneous intervention, which did occur during this event. The pra remains applicable and no further action is required. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently in control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage were implemented. The valve from this complaint event was manufactured prior to corrective action. The owner of the CAPA has been notified of this complaint event. The complaint for 'general risks - failure - frame damage' was confirmed based on the returned device. No potential manufacturing nonconformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'there was resistance getting the valve/delivery system through the esheath. The operator pulled the delivery system back and forth in attempts to wrestle the valve up the sheath and the struts on the valve went through the seam of the sheath and caused bleeding in the vessel'. Per 3mensio, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, and lead to resistance. Per training manual, 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut interacted with the sheath during the delivery system advancement through the sheath and puncture through the sheath), it leads to resistance. In such condition, if excessive force was applied to manipulate the device, it could have resulted in the observed bent valve struts. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for 'general risks - failure - frame damage' was confirmed. No manufacturing non-conformances were able to be identified. Available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a corrective action preventive action (CAPA) has been initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic annulus via transfemoral approach, rotaglide or propaphyl could not be used to lubricate the devices as the patient has an egg allergy. There was resistance getting the valve and commander delivery system through the 14fr esheath. The operator pulled the delivery system back and forth in attempts to wrestle the valve up the esheath and the struts on the valve went through the seam of the esheath and caused bleeding in the vessel. The devices were removed. The common femoral artery was stented. A16f esheath was used to deliver a second 26mm s3u valve that was successfully deployed. The difficulty advancing the devices was experienced in the partially expandable portion of the esheath - likely the beginning of it - as it still seemed the device was around the femoral head when they looked under fluoro. The vessel had been predilated with a 14f dilator.